Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the screw driver pulled the set screw out of the implantable pulse generator (ipg). The device was not used, and another one was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Hybrid analysis determined that the failure at functional test for built in self leakage was a false positive and did not affect product performance. If information is provided in the future, a supplemental report will be issued.